Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service rep replaced the spo2 cable assembly. Performed all functional and safety checks and unit was returned to service.